Event description:
Adverse event(s): "visual acuity was affected" (vision, impaired). Product problem(s): "the lens seemed opaque" (material opacification [iol (intraocular lens) implant]); "bubble behind the lens" (no code available [iol (intraocular lens) implant]). A pharmacist reported that two weeks following intraocular lens (iol) implant surgery, a surgeon saw a bubble behind the lens and the lens seemed opaque. The pt's visual acuity was affected. Follow-up info was received. During a second surgical procedure, the bubble, which was in the visual axis, was aspirated with a syringe without difficulty. The surgeon believed the bubble was retained viscoelastic from the initial implant surgery. Since the second procedure, the pt's visual acuity is reported to be "fine" and pt status and prognosis are excellent. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).